Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition it was reported the cannula was possibly not inserted correctly into the infusion site and we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia and vomiting. In addition the patient reported being unsure if the cannula was properly seated in the infusion site (leg) and the cannula was found to be bent. The parent of the patient had administered boluses. Once at the hospital the patient was transferred to the intensive care unit (ICU). The patient was treated with intravenous fluids and an insulin drip. Upon the third day in the hospital the patient applied a new pod. The patient was released from the ICU after 3 days. The patient's blood glucose history are as follows: (B)(6).